Event description:
It was reported that a spectrum pump had a keypad malfunction. During eval, it was discovered that the keypad was experiencing incorrect output. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Confirmed keypad output anomalies. Keypad malfunctions were obvious during the product eval. The following keys are inoperable: #2, #3, (.), #4, #5, #6, #7, #8, and #9 key caused by a failed keypad. When any of the remaining functional keys are pressed an automatic output of the #3 key will occur following the selected key's function (e.g. Numerically: when the #1 key is pressed, 13 will be displayed, alphabetically: when the "abc" key is pressed, ag will be displayed interfering with mdl drug searching opportunities). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.